Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that an inaccuracy occurred intraoperative. It was noted that a non-medtronic ict imaging system was used alongside the navigation system during the procedure. There was no reported impact on patient outcome. Additional information was received. It was reported that the issue occurred in a lumbar based spine procedure. Additionally, it was reported that the facility found screws were slightly out of center in the pedicle when using a c-arm scan. Additionally, with post-op scans, the facility determined screw placement was sufficient and the screws could remain as they were. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the inaccuracies occurred when using the universal drill guide, but not with every case. The manufacturer representative stated that they were there to see what was happening and everything worked well. They mentioned that they checked the accuracies of every instrument that the site used, and the navigation showed about 0.2mm. It was noted that the site used fiducials for registration with ict. The manufacturer representative stated that the site used todo this registration method on spine and was always precise within 0.3-0.5 mm but for the last two months sometimes it would happen that they were not accurate enough. It was noted that it was a different amount and different direction from case to case, but within one case the inaccuracy was in one direction. On pictures that they received from the doctor, they showed how the navigation showed the pointer or the universal drill guide when they pointed to the center in reality and also where they should point so that the navigation was in the center of the fiducial. The pointer was accurate and the problem was with the universal drill guide tracker. The manufacturer representative was told that it was approximately 3mm of, but from the picture they didn¿t think it was that much.